Manufacturer narrative:
No returns from the customer site were available for this investigation. The data submitted by the customer was reviewed and showed that some type of interference contributed to the platelet counts generated by the analyzer. As indicated in the complaint text, there were rbc fragments observed in the smear review; these fragments are also apparent in the tail section of the platelet histogram. Additionally, it cannot be expected that a p-flag (platelet-flag) would be present one-hundred percent of the time when there is interference. Patient clinical information stated that the patient returned to the hospital with auto-hemmorrhaging and it is suspected that the platelet count is much lower than 11 k/ul. In this case, a cell-dyn 61 would resolve the interference. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald system operator's manual, list number 09h40-01, revision e, contains information to address the customer's current issue. Based on the current evaluation and event details, no product deficiency was identified with the cell-dyn emerald instrument.

Event description:
A female patient with a recent splenectomy generated a platelet result of 100 k/ul (sample# 1) on a cell-dyn emerald analyzer and was discharged. The same female patient is readmitted with "starburst" bleeding into the eyes. A new sample (sample #2) is taken upon re-admission and a platelet result of 8.25 k/ul was generated on a cell-dyn ruby analyzer (this same sample was retested the following day with a platelet result of 11.5 k/ul). A manual smear review verifies this result, which was then reported from the lab. The customer also reported seeing schistocytes on the smear review. The customer then runs sample#1 (B)(6) in a replicate of ten and generates platelet results in the range of 17 - 87 k/ul on the cell-dyn emerald analyzer. To date, it is not known whether the female patient has received any treatment. A service call was initiated.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).